Event description:
On (B)(6) 2012, the reporter contacted animas, alleging all the keypad buttons were sticking for one month, and the keypad rubber was peeling near the up and down arrows for one day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling along the edge of the next to the up arrow and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The keypad cover was removed during evaluation and there was evidence of contamination found under all key contacts.